Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the nellix endovascular sealing system was implanted to treat an abdominal aortic aneurysm. On (B)(6) 2018 endologix was made aware a type 3a endoleak. The patient had been reported as ok and is currently being monitored. There have been no additional patient sequelae reported.

Event description:
On (B)(6) 2014, an bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. On (B)(6) 2018 endologix was made aware a type 3a endoleak. The patient had been reported as ok and is currently being monitored. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following reported event of type 3a endoleak due to the lack of relevant medical information. Clinical was only able to confirm a stent cage compression with fabric billowing that was noted on a CT scan. The most likely cause of the unconfirmed loss of seal (3a endoleak) could not be determined due to lack of relevant medical information. The patient was reported as being ok and is currently being monitored. To date there has been no reports of further negative patient sequalae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: describe event or problem. Patient code: remove code 1924.

Manufacturer narrative:
Based on the clinical assessment for this event, there was no evidence of a type iiia endoleak, but rather there was evidence of stent cage compression with fabric billowing secondary to a short section dissection that was noted on the CT scan noted as "pre CT". Procedure related harms could not be determined. The patient is reported as being in satisfactory condition under surveillance, and there have been no negative patient sequelae reported. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).